Manufacturer narrative:
Date sent to the FDA: 07/21/2021. Additional information was requested, and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? If yes, please specify: unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot number rcmbbl, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? No. What was the size of the needle used? Ps-2. Was more than half the needle retained in the patient? No. Where is the needle retained; in what tissue structure? Unknown. Are there plans to remove the retained needle piece? No. Procedure date? (B)(6) 2021.

Event description:
It was reported that the patient underwent a removal of hardware of the left ulna and radius on (B)(6) 2021 and the suture was used. During the procedure, the tip of needle broke and was not found. X-ray was called in, and still the tip was not located. The surgery was prolonged for 45 extra minutes under anesthesia while x-ray performed. The procedure was completed successfully. Additional information has been requested.